Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the cassette leaked water before surgery. There was no known harm to the patient or staff. No additional information is expected.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the third complaint for the finished goods lot; however, it is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. Surgical residue was observed in the fluid path of the cassette, manifolds, and the drain bag. The ball in the check valve of the drip chamber moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. A submerged leak test was performed and no leakage was detected from the cassette. A calibrated console representing the current software version was used to test the sample. The sample could prime, tune, and passed intraocular pressure (iop) calibration successfully. The infusion, irrigation, and aspiration pressures were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. No bubble was detected in the nifs fluid path. No leakage was found from the cassette, manifold, drain port, and pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).